Event description:
During follow-up, low pacing impedance, increased capture and oversensing due to noise was noted on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient experienced no consequences.

Manufacturer narrative:
Additional information: the reported events of oversensing due to noise, decreased pacing impedance and increased threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damage consistent with procedural damage.